Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the programmer powered down automatically. Analysis also noted that the stylus was missing and the stylus was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer powered off automatically during set-up. The programmer was returned for service. There was no patient involvement.